Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 80% stenosed target lesion was located in a moderately tortuous unspecified vessel. The 15mm x 2.75mm nc quantum apex balloon catheter was advanced to the lesion and inflated to unknown atms when a pinhole rupture in the balloon was observed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: magnified inspection revealed a pinhole in the balloon wall 5 mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker. There was no other damage to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).